Event description:
It was reported that the video system center exhibited an e315 error (incompatible scope). The issue was found during unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Customer is not sending device back to service for assessment. They are decommissioning device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.